Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure (batch no. D01976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included platelet count low, multigravida, parity 3, d & c and umbilical hernia repair. Previously administered products included for birth control: mirena from 2010 to 2015; for an unreported indication: depo-provera on (B)(6)2015. Concurrent conditions included underweight. Concomitant products included ibuprofen for migraine headache as well as buspirone since 2017, lorazepam since 2017 and sertraline hydrochloride (zoloft) since 2017. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain") and migraine ("migraines/migraines / headaches"). In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), nausea ("nausea"), anxiety ("anxiety") and depression ("depression") and underwent tooth extraction ("6 tooth pulled"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy (bilateral)). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, headache, nausea, tooth extraction, constipation, diarrhoea, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 155 lbs. Essure deployed bilaterally with 3 coils extending into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6)2015: bilateral occlusion. 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement.. Batch no : d01976, production date: 2014-08-28, expiration date: 2017-08-31. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Batch no d01976 production date 2014-08-28 expiration date 2017-08-31 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. D01976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included platelet count low, multigravida, parity 3, d & c and umbilical hernia repair. Previously administered products included for birth control: mirena from 2010 to 2015; for an unreported indication: depo-provera on (B)(6) 2015. Concurrent conditions included underweight. Concomitant products included ibuprofen for migraine headache as well as buspirone since 2017, lorazepam since 2017 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain") and migraine ("migraines/migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("constipation") and diarrhoea ("diarrhea"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), nausea ("nausea"), anxiety ("anxiety") and depression ("depression") and underwent tooth extraction ("6 tooth pulled"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, headache, nausea, tooth extraction, constipation, diarrhoea, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Essure deployed bilaterally with 3 coils extending into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. No endometrial abnormalities identified. Successful bilateral tubal occlusion status post essure placement. Batch no : d01976, production date: (B)(6) 2014, expiration date: 2017-08-31. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.